Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. A sensor output test was performed and the sensor was found to be within specification. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that after four weeks of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The iab was a week later on (B)(6) 2023 and a new iab was inserted to continue therapy. It was noted that the patient was on transplant list. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).